Event description:
The patient's mother reports for the past 2 months the 'down' arrow has been intermittently responding and sticking.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.